Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. No sample was returned. Of the basis of the investigation of the images provided, it can be confirmed that two stents had been placed in overlap in the sfa and that the proximal stent was twisted in the middle section. The images also show a balloon dilation and the placement of an additional stent inside the twisted stent. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use- related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. Reportedly, the stent was deployed without difficulty and no strut irregularity was identified after stent release. Based on the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Also the IFU states: "pre-dilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended."

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product or procedural details.

Event description:
It was reported that the patient's sfa was found to be occluded due to the twisting of the implanted vascular stent. An additional stent was placed inside the twisted stent for treatment. No patient injury was reported.